Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, patient was unable to located sensor wire. At the time of the call, patient reported seeking no medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.